Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm. Reportedly, the pump was in the customer's pocket when the alarm was triggered. Customer stated something may have been pressing up against the button to have triggered the alarm. Customer had elevated blood glucose levels (250 mg/dl). Customer resumed insulin delivery to stabilize blood glucose levels. Tandem technical support educated the customer on how to prevent button alarms from being triggered.